Manufacturer narrative:
Literature citation: panagiotis korovessis, vasileios syrimpeis, evangelia mpountogiani, "percutaneous hybrid pedicle screw fixation plus kyphoplasty for a2, a3 and b2ao type thoracolumbar fractures." Mean age: 59 (range 18-86 years). Sex: 17 male, 19 female. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a literature that 36 consecutive selected patients who sustained single fresh thoracolumbar a2, a3 and b2 ao-type fracture without neurologic deficits, underwent early percutaneous short pedicle screw-rod fixation plus kyphoplasty in the fractured vertebra without fusion by one surgeon in one institution. There were 19 a3, 12 a2 and 5 type b2 fractures. Bmi, vas, and radiological parameters: anterior (avbhr), middle (mvbhr) and posterior (pvbhr) vertebral body height ratio, post-traumatic kyphosis (pk), load sharing score (lsc), spinal canal encroachment (sce), pedicle screw position in relation of axial midaxis of the pedicle (grades I-ID), adjacent facet violation (grades I-iii), cement leakage as well as early adjacent segment degeneration(asd) were recorded preoperatively and postoperatively. Post-operatively, symptomless pmma leakage was recorded in 5 patients in the fractured vertebral bodies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.